Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient had their handset since (B)(6) 2021 and they had been experiencing a stall when trying to connect to their pump and when attempting to request a bolus. Per the patient, the percentage would "shoot up to 90%" and "sometimes it stalls up to a minute or so, which feels like forever" and that once they requested the bolus, it proceeded and would go up quickly to 90% and stall again. The patient had this problem for a while. Patient services inquired about the event date and the patient stated, "quite a while" and then stated that they did not know if it was when they first got the handset, which was in late (B)(6) 2021, "but for at least the last year or so for sure". Patient services assisted the patient in clearing data. The patient then connected to the pump and requested and received a bolus well without any issue or lag. The patient stated that clearing data resolved the issue and they noticed quite a positive difference when connecting after clearing the data. The patient planned to monitor and call back if the issue persisted.

Manufacturer narrative:
G3. Date that manufacturer received information reported in previous regulatory report has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.